Event description:
Complaint filed by a physician that an entriflex feeding tube was placed incorrectly and caused a pneumothorax in a pt. Sales rep met with or staff on 6/7/01, and all agreed tube was placed incorrectly and agreed to re-inservice how to place the tube. Sales rep was called on 6/19/01 told tube resulted in pt death. Qa was notified. On 6/20/01 qa spoke with the system dir. Surgery svcs support and he stated that they do not feel the pt's death was due to the pneumothorax. Pt had other complications due to illness that they feel contributed to the pt's death. Not sure which product code was involved: 8884721088, 8884720825, 8884751252. No lot number.